Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The electrode belt was returned and evaluated at the distributor in accordance with recommendations from zoll manufacturing corporation. The reported problems (damaged cable, adjust belt messages) have been confirmed. As received, the belt failed incoming functionality testing, specifically a therapy electrode recognition test. The cause for the test failure was isolated to an open pulse wire in the cable connecting the front therapy electrode (te) and ECG "a". The root cause for the open wire was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the belt had a damaged cable and that it was causing adjust belt messages.